Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 45 mg/dl. Current blood glucose was 275 mg/dl. Customer was experiencing the symptoms related to the low blood glucose was shaking sweating anxiety mental confusion belligerence inability to follow simple commands weakness fatigue. The customer was treated with glucose/carb intake.. Customer was ok for troubleshoot. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was alleging insulin pump was under delivering insulin. No further patient complications were reported. Customer stated that the auto mode feature was not active at the time of incident. Troubleshooting was performed and the customer will discontinue use of the device.